Manufacturer narrative:
A pride representative evaluated and reprogrammed device. Device is working properly and consumer is satisfied.

Event description:
Alleges wheelchair malfunction resulted in a broken foot. Alleges driving into ez lock in van and chair overcorrected and jammed foot against wall.

Manufacturer narrative:
The "date of event" was not provided. The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges wheelchair malfunction resulted in a broken foot. Alleges driving into ez lock in van and chair overcorrected and jammed foot against wall.